Manufacturer narrative:
The reported complaint that the pump lid of the thermogard console (sn (B)(6)) did not close properly was confirmed during the visual and functional inspection. The root cause of the reported complaint was the malfunctioning pump raceway assembly, possibly related to the age of the device or user mishandling. The thermogard console was manufactured in september 2018 and has exceeded its expected service life of 5 years. Upon visual inspection, it was noted that the drip pan was missing, unrelated to the reported complaint. This observation is attributed to user mishandling. The drip pan was replaced to address the problem. The system's event log data review showed no significant discrepancies. During functional testing, the amber led of the pump raceway remained lit although the roller pump lid appeared to be closed. The malfunctioning roller pump raceway assembly was replaced to remedy the fault. Following service, including the preventative maintenance actions, the thermogard console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
During ivtm therapy, the roller pump lid of the thermogard console (sn (B)(6)) was not functioning as intended. The clasp on the lid of the roller pump was loose and did not close properly, as the "roller pump lid open" sensor would not respond unless weight was applied to press the pump lid down. Therefore, the customer used some weight on the roller pump lid to keep it closed and completed the treatment with no delays. No patient injury was reported.